Event description:
Event description cpi received information that this transvenous defibrillation lead had a fracture of the is-1 terminal pin. The rate sense portion of the lead was capped and replaced with another rate sensing lead. The shocking portion of the lead remains active.